Manufacturer narrative:
Lot #, expiration date, manufacture date: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user medwatch number is mw5086020. The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a trans-obturator tape (tot) procedure performed on (B)(6) 2016. According to the complainant, following the implant, she experienced severe muscle fatigue which first began in her legs, periodic paralysis of legs, arms, and face, difficulty chewing, walking, talking, writing, and thinking, sacroiliac (si) joint damage, spinal instability, tremors, central nervous system (cns) attacks and high blood pressure. The patient reports that she knew something was wrong with her legs when she came home from the implantation procedure. She also experienced mesh erosion and hip injury. After the patient underwent multiple rounds of physical therapy, tons of tests and more surgeries, and used a hip brace and a back brace, the patient reports that it is now believed that she has neuromuscular disease. In addition, the patient reports that her life and her family's life will never be the same again. She is no longer employed, and can no longer do well to walk around her home and complete the simplest of tasks. Reportedly, the patient just stopped taking pyridostigmine bromide because her condition worsened. Other medications include over-the-counter medications such as zyrtec, vitamin d, miralax and metamucil.